Event description:
It was reported that the patient had difficulty communicating the implantable pulse generator (ipg) to the remote control and was frequently charging the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained.

Event description:
It was reported that the patient had difficulty communicating the implantable pulse generator (ipg) to the remote control and was frequently charging the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained.additional information was received that the device was disposed of by the facility.

Event description:
It was reported that the patient had difficulty communicating the implantable pulse generator (ipg) to the remote control and was frequently charging the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained. Additional information was received that the device was disposed of by the facility.

Manufacturer narrative:
Investigation results:the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.